Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus and failed to recover. A field service engineer replaced the controllers to resolve. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6) facility.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.